Event description:
This solicited device case from (B)(6) was received on 13-feb-2016 and 15-feb-2016 (both information processed together with clock start date: 15-feb-2016) from a nurse (also the patient) via a patient support program. Study title: patient support program involving synvisc. This case involves a (B)(6) female patient who started receiving treatment with synvisc for chondromalacia (off label use) and later developed site injection inflammation, pain and removed fluid from knee with a syringe. The patient's medical history, past drugs, concomitant medications or concurrent conditions was not provided. The patient denied any other disease or medication. On an unknown date in (B)(6) 2015, the patient started treatment with intra-articular synvisc injection at a dose of 1 injection per week (batch/lot number and expiration date: not provided) for chondromalacia (off label use). During the first application, the patient had no discomfort, followed the physician and rested for a day. During the second application, patient noticed no improvement; the patient still presented pain and related the pain with lack of efficacy of synvisc. During the third application, the patient presented pain. On an unknown date in (B)(6) 2015, one week after the third application, the pain continued and the patient noticed a site injection inflammation. The same day, the physician removed liquid from her knee with a syringe. It was reported that the patient was bedridden for 15 days until the patient was fully recovered. On an unknown date in (B)(6) 2015, after an unknown latency, the patient developed site injection inflammation. Corrective treatment: not reported for all events. Outcome: recovered/ resolved for all events. A pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Sanofi genzyme global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Sanofi genzyme biosurgery would continue to monitor adverse events to determine if a CAPA was required. Reporter causality: associated for site injection inflammation, pain and removed fluid from knee with a syringe; not reported for off label use. Company causality: associated for site injection inflammation, pain and removed fluid from knee with a syringe; not associated for off label use. Seriousness criteria: disability for site injection inflammation, pain and removed fluid from knee with a syringe. (B)(4).